Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23458. It was reported the patient experienced changes in his stimulation coverage after attempting to get out of a recliner. The patient felt stimulation in his bilateral ribs and upper back. However, his pain pattern is bilateral low back, right buttock and right leg to knee. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned. The patient reported effective stimulation coverage postoperative and the issue is now resolved. Please note the procedure took place with a trial system.